Manufacturer narrative:
Concomitant products: 1688t lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to shortness of breath. A device check was done and it was found detection was withheld due to onset criteria the device classified supra ventricular tachycardia (svt). Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.